Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior veterinary procedure, the customer found that there was three sutures in one box had detached needles. The surgeon then used another suture package to resolve the issue. There was no patient involvement.